Manufacturer narrative:
Additional information was received that the patient had borderline infection at the ipg site. The patient was no longer using antibiotics. It was noted that the event was not device related but it was procedure related. The patient was doing well post operatively. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the newly implanted patient was experiencing pain and irritation at both incision sites. The patient was prescribed medications and was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56 serial#: (B)(4) description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the newly implanted patient was experiencing pain and irritation at both incision sites. The patient was prescribed medications and was doing well.